Event description:
The customer identified the following behavior during testing: patient a = (B)(6), patient b = (B)(6). Patient a's records are linked between multiple facilities (locations). Patient b is identified as the same person as patient a, and a merge is conducted between a and b within one facility. The links for patient a at all facilities will be retained if patient a is retained in the merge and patient b is absorbed. The links for patient a at all facilities will be lost if patient b is retained in the merge and patient a is absorbed.

Manufacturer narrative:
Isite pacs software package ver.4x is used with general computing hardware to acquire, store, distribute, process and display images and associated data throughout a clinical environment. The malfunction is currently under defect investigation and health hazard evaluation. The device is software and resides at the customer facility.